Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated their device never worked properly and would shock them. After implant, the patient stated they would increase stimulation and it would not help their symptoms. The patient stated they were having issues for the first three months post-surgery, so they would mostly turn their ins off. The patient stated during that time they would "try out" the ins to see if it would help. The patient stated their hcp refused to remove their ins and stated their hcp stated that their ins may have been implanted improperly. The patient mentioned they had experienced pain in their sciatic nerve. No further complications were reported.